Event description:
Customer called in saying that acuity central station dialysis locked up. He restarted it. It worked for a short period and crashed again. Tech support was not able to assist the customer in restoring normal operation. This resulted in a temporary loss of centralized monitoring. The customer biomed was able to disassemble the uni, reassemble, and restore operation. The customer did not indicate whether there were any pts connected to the system at the time of failure.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for eval.